Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while attempting to pair a dexcom g6 transmitter and sensor to a replacement ilet. Insulin delivery had ceased as the insulin had run out during the night. Customer support assisted the user with transmitter and sensor pairing on the new ilet and confirmed high glucose readings were displayed. Symptoms included nausea. Outcomes included no need for outside assistance and no medical intervention. Investigation included customer support troubleshooting, device setup education, and confirmation of cgm pairing and glucose display on the replacement ilet. Investigation of this case revealed that dosing had stopped due to lack of insulin, and that successful cgm pairing on the replacement ilet restored glucose monitoring; the event was characterized as a high glucose episode without device malfunction identified in the replacement system. It was concluded, based on previously established findings for similar reports, that user-related setup and transition factors during replacement likely contributed to the hyperglycemia.